Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the subject device was manufactured over 15 years ago, a review of the device history record could not be performed. Based on the results of the investigation, it is likely that the phenomenon ¿spare lamp is activated¿ occurred due to a faulty lamp b. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for correction to event description and additional information regarding device return and device evaluation findings. Please see the corrected data in b5 and updates to d8, d9, h6 and h10. An evaluation of the returned device confirmed the customer allegation. The results of the technical evaluation showed that the illumination issues were due to defective lamp b. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported that the image taken with the loaner videoscope had too much light. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer returned the loaner video system for annual maintenance. The returned device was evaluated and it was found that main lamp did not ignite and the spare lamp was activated. This report is being submitted for reportable malfunction found during evaluation. There was no complaint from the user facility and no patient involvement.